Event description:
Patient called to report adverse reactions since implantation of bard hernia repair mesh, as well as, the implantation of back and neck devices including intervertebral caging fixation devices, interior lumbar plating, and bmp sponge. The patient stated he had inguinal hernia repair surgery in 2009 and had the bard mesh implanted. After implantation of the mesh, the patient said he began having multiple problems including: problems going to the bathroom, problems with sexual activity, extreme pain in the belt line down through the groin area, feels a bulging sensation in the abdominal and rib cage area, difficulty eating, body has an odor, oozing from pores, problems walking and standing, problems with movement, feels he "got kicked in the groin" and that "his testicles got kicked into his throat". The patient continued to explain he has to wear pants that stretch, so he doesn't trigger pain attacks. He said he feels like his insides are swelling up, he gets muscle spasms, always feels sick, feels like his organs are leaking. He said he feels a poisoning, toxic-like feeling, dizziness, motion sickness, numbness, confusion, disorientation, memory problems, light-headed. He said it feels like his spine is sliced open and shooting infection into his body. He believes the three main things that activate his adverse reactions are humidity, exerting energy, and movement. Patient then explained after his hernia surgery he was also having back pain. In (B)(6) 2010, the patient stated he had surgery on his neck and low back which included 3 back fusions. Since the neck and back procedure, the patient said his life has been "hell". He said he can't go 2 blocks without spinning, twitching, having spasms, convulsions. He said he feel like his body is in a toxic shock, he has no feeling in his throat, swelling, no temperature control, sweating, exhausted, trouble swallowing, trouble sleeping, rashes with pus, vision problems with patches of fuzziness, headaches, nausea, no bathroom control and very "disgusting stool". He said his whole body "is freaking out". Patient said his eyes get swollen, his face color turns a green or white. He stated that he feels like he could die at any time. The patient said he did find out that he was allergic to nickel. The patient said he feels poisoned, feels like foreign objects are inside him, feels like an organ has died inside him, or a parasite is living inside him. The patient had an appointment with a pain management clinic last week, and he said they scheduled him 3 mris for his head, back, pelvis and lumbar. The patient's neck and back surgery included: c5-c7 12mm fra cage fixation devices and interior lumbar plating. Also, his procedure included l5-s1 cage fixation devices, c5-c6 and c6-c7 interior cervical discectomy with fusion and plating and an intervertebral caging device, packed with bmp sponge.